Manufacturer narrative:
The insulin pump was received in no manufacturing mode noted. The insulin pump was received with partially broken reservoir tube lip, missing reservoir tube retainer and missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the insulin pump was damaged. The clear plastic ring near the reservoir compartment and the rubber o-ring fell out too. Customer's blood glucose level was 10.6 mmol/l. The device will be returned.